Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
Customer reported that, on three separate occasions, tkmd needles failed to engage with the safety sheath after administration. The customer indicated that the safety feature broke off before the needle encased correctly, and the needle poked through the sheath.